Event description:
It was reported that during a right internal carotid artery stenting procedure, during deployment, the stent jumped and was implanted in the distal lesion. A second stent was implanted, overlapping the first stent, fully covering the lesion. There was no adverse patient sequela and no clinically significant delay in procedure reported. One day post procedure, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.